Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately (B)(6) of 2023. D6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent an explant procedure.